Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1124. The pt has 2 leads with the same lot number. It was reported that the pt's scs system is no longer working after she fell. She is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.